Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown system of an unknown unreamed tibial nail and unknown interlocking bolts/unknown quantity/unknown lot. Additional classification code: htn. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: markmiller, m., tjarksen, m., mayr, e., and ruter, a. (2000). The unreamed tibia nail - multicenter study of the ao/asif. Langenbeck's arch surg, 385: 276-283. This is a multicenter study that took place from january 1, 1992 to december 31, 1992. The study compared external fixators with the unreamed tibial nail (utn). The study included 488 patients with 496 tibial fractures. The average patient age is 34.8 years. There were 374 male patients (average age 33.4 years) and 114 female patients (average age 39.5 years). Of all the patients, 80.3% were less than 50 years old (by decade: 68 patients from 10 years to 19 years, 168 patients from 20 years to 29 years, 96 patients from 30 years to 39 years and 60 patients from 40 years to 49 years. Complications included: twelve (12) patients developed osteomyelitis, thirty (30) nonunions (defined as no healing after 6 months), sixty (60) cases fracture malalignment , twenty-four (24) revisions. This is report 1 of 2 for (B)(4) this report is for a system of an unknown unreamed tibial nail and unknown interlocking bolts.